Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl and 50 mg/dl. Customer alleged the insulin pump was over delivering. Customer stated that insulin pump was cracked around the reservoir compartment and reservoir was able to lock in place. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.